Event description:
The automated external defibrillator (AED) pads have an expiration date of 12/2017. The AED began to beep stating the pads were expired seven months before the expiration date. The pads were replaced.